Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective processor pca. Based on the information available customer has ordered a new processor pca. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device turns on and off constantly. There was no patient involvement.